Event description:
It was reported by a neurosurgeon that a vns patient experienced an increase in seizures due to unknown reason. At the moment good faith attempts to obtain further information have been unsuccessful to date.

Event description:
Further information was received from the reporting physician indicating that she had no information on the lead model and serial number. The increase in seizures started in (B)(6), and passed from 1 seizure per day to multiple seizures per day. No further information was provided by the physician.